Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the patient became unresponsive after their pump refill within minutes. 911 was called and the paramedics suspected a pocket fill. The refill nurse did not and the managing doctor suspected vasovagal and not a pocket fill. The patient was transported to the emergency room for further work up. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but would not be made available. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that a pocket fill did not occur. It was reported that the cause of the patient being unresponsive after refill was the managing doctor suspected a vasovagal and the treating emergency room (ER) doctor suspected opiods and have narcan. It was reported that the pump was accessed in interventional radiology and they confirmed the correct residual volume and there was no pocket fill. It was reported that the event had resolved. Additional information was received from a company representative (rep) reporting that narcan was administered.